Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it takes several days to get a full charge even though the patient is getting full coupling bars. It was explained that once it is fully charged, the implantable neurostimulator (ins) depletes in a matter of days, so the patient notes having to charge too frequently. They had met with their manufacturer representative and doctor on (B)(6) 2017 and they want the patient to try a new recharger (insr) although it is not believed that the insr is the issue. A new insr was being sent. The patients parameters were reported by the representative to be normal to the point where they aren't using high energy, although the patients intensity level is running fairly high which the representative believed may cause the need to charge more frequently then wanted. It was noted that therapy is somewhat effective but not great and that stimulation was not reaching certain areas where the patient would like it to reach. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.